Manufacturer narrative:
A united states customer contacted a siemens customer care center to report discordant patient results on multiple assays on an advia chemistry xpt instrument. The quality control (qc) was in range before the samples were processed and out of range after the samples were processed. The customer observed the rotating reaction vessel (rrv) cuvettes were overflowing. The customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse inspected the instrument and verified that the rotating reaction vessel (rrv) cuvettes were overflowing. The cse flushed reaction washing unit (wud) lines and verified the operation of drain pumps (cdp), which are pumps that feed the cuvette conditioner to the wud. Then, the cse cleaned waste vacuum valves (veov1 and veov2). The cse also emptied and drained incubation bath oil. Later, the cse primed the instrument and ran system wash. Then, the customer ran qc and was recovered within specifications. Siemens determined that the clogged reaction wash unit and/or valves, which was resolved by the cse during a service visit, potentially contributed to the discordant results. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant calcium_2 (ca_2), total bilirubin_2 (tbil_2), and concentrated glucose (gluh_c) were obtained on four patient samples on an advia chemistry xpt instrument. Hence, the customer repeated quality control (qc) and it was out of range. The discordant results were not reported to the physician(s). The patients were redrawn and processed on a non-siemen's instrument and all results were normal. The customer reported results from non-siemen's instrument as correct results to the physician(s). This MDR is being filed in an abundance of caution as the customer did not provide patient data. There are no known reports of patient intervention or adverse health consequences due to this event.